Manufacturer narrative:
Based on the claim against the product by the customer noting sureform stapler 30 reloads broke before use, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 30 reload was analyzed and confirmed the reported issue of "reloads broke before use". The "wing" at the proximal end of the reload was broken off the body. A broken piece was returned. The reload has not been fired at all. No pushers of the staples were found at the bed surface of the cartridge.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the technician could not load the stapler 30 reload as it broke before use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.